Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "in the right cornu is a metallic wire measuring approximately 7 cm in length, it appears to be woven". The patient's medical history included multiple cesarean sections (three), multiparous, adenomyosis uteri, uterine fibroids and cystic duct stone. Concurrent conditions included psoriasis. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain/abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), rash ("prone to be stubborn rashes/rashes or skin condition: rash"), vulvovaginal mycotic infection ("vaginal infection") with vaginal discharge, psoriatic arthropathy ("possible psoriatic arthritis") with dermatitis, joint stiffness, arthralgia and psoriasis, urinary tract infection ("urinary tract infection"), migraine ("migraines / headaches"), fatigue ("fatigue,/fatigue") and infection ("prone to infections/ infection that keep returning") and was found to have weight increased ("weight gain"). The patient was treated with cefixime (flexeril), diclofenac and surgery (hysterectomy (partial), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal mycotic infection and urinary tract infection had resolved and the vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, rash, psoriatic arthropathy, migraine, fatigue, weight increased and infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, infection, migraine, pelvic pain, psoriatic arthropathy, rash, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: final pathologic diagnosis: a. Uterine cervix, uterus, bilateral fallopian tubes, hysterectomy, bilateral salpingectomies and peritoneal nodule excision; peritoneal nodule: calcifying fat necrosis; cervix: benign endocervical mucosa; endometrium: proliferative endometrium; myometrium: adenomyosis; bilateral fallopian tubes: benign fallopian tubes. Gross description: in the right cornu is a metallic wire measuring approximately 7 cm in length, it appears to be woven. Ultrasound scan vagina - in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), psoriatic arthropathy ('possible psoriasis: rashes or skin conditions type: psoriatic arthritis') and psoriasis ('possible psoriasis: rashes or skin conditions type: psoriasis/skin rash believed to be psoriasis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included psoriasis. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psoriatic arthropathy (seriousness criterion medically significant), psoriasis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection") with vaginal discharge, migraine ("migraines/headaches"), headache ("migraines/headaches"), fatigue ("fatigue,"), inflammation ("autoimmune issues: inflammation"), infection ("autoimmune issues: prone to infections/infection that keep returning"), rash ("autoimmune issues: prone to be stubborn rashes"), joint stiffness ("autoimmune issues: joint stiffness"), arthralgia ("joint pain") and abdominal pain ("pain") and was found to have weight increased ("weight gain"). The patient was treated with cefixime (flexeril), diclofenac and surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection, vulvovaginal mycotic infection and abdominal pain had resolved and the psoriatic arthropathy, psoriasis, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, migraine, headache, fatigue, weight increased, inflammation, infection, rash, joint stiffness and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, dysmenorrhoea, dyspareunia, fatigue, headache, infection, inflammation, joint stiffness, menorrhagia, migraine, pelvic pain, psoriasis, psoriatic arthropathy, rash, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-may-2019: pfs+mr received: event abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), infection (bladder/ urinary tract/vaginal) type: urinary tract infection, vaginal infections, migraines/headaches, rashes or skin conditions type: possible psoriasis, dyspareunia (painful sexual intercourse), fatigue, pain, vaginal discharge, weight gain, other injury(ies) or complication please describe: autoimmune issues prone to infections, possible psoriasis and psoriatic arthritis, rashes, joint stiffness, joint pain were added. Suspect drug start and stop date added. Medical history, lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "in the right cornu is a metallic wire measuring approximately 7 cm in length, it appears to be woven". The patient's medical history included multiple cesarean sections (three), multiparous, adenomyosis uteri, uterine fibroids and cystic duct stone. Concurrent conditions included psoriasis. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain/abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), rash ("prone to be stubborn rashes/rashes or skin condition: rash"), vulvovaginal mycotic infection ("vaginal infection") with vaginal discharge, psoriatic arthropathy ("possible psoriatic arthritis") with dermatitis, joint stiffness, arthralgia and psoriasis, urinary tract infection ("urinary tract infection"), migraine ("migraines / headaches"), fatigue ("fatigue,/fatigue") and infection ("prone to infections/ infection that keep returning") and was found to have weight increased ("weight gain"). The patient was treated with cefixime (flexeril), diclofenac and surgery (hysterectomy (partial), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal mycotic infection and urinary tract infection had resolved and the vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, rash, psoriatic arthropathy, migraine, fatigue, weight increased and infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, infection, migraine, pelvic pain, psoriatic arthropathy, rash, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: final pathologic diagnosis: a. Uterine cervix, uterus, bilateral fallopian tubes, hysterectomy, bilateral salpingectomies and peritoneal nodule excision; peritoneal nodule: calcifying fat necrosis; cervix: benign endocervical mucosa; endometrium: proliferative endometrium; myometrium: adenomyosis; bilateral fallopian tubes: benign fallopian tubes. Gross description: in the right cornu is a metallic wire measuring approximately 7 cm in length, it appears to be woven. Ultrasound scan vagina - in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-jun-2021: medical records received. Reporter information, patient medical history added. Event "in the right cornu is a metallic wire measuring approximately 7 cm in length, it appears to be woven" was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.